Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device energy down selector switch would not function according to specification. The complainant indicated that there was no pt involvement in the reported failure.